Event description:
It was reported that the physician performed a sphincterotomy using a ultra taper sphincterotome. During the procedure, the distal band in the distal tip of the device dislodged into the body and was left to pass naturally. The pt will return to the facility within a week or two for the x-ray to determine if the band has passed. The pt is reported to be in good condition. No additional details are available.